Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and undersensing. Technical services (ts) had noted no oversensing and discussed programming changes at that time. Additional information was received that there were additional events with noise and oversensing resulting in pacing inhibition of greater than 2 seconds on all 3 channels. Ts noted it appeared to be possible electromagnetic interference (emi). The patient has a concomitant left ventricular assist device (lvad) in which low amplitude lvad noise was observed on the electrogram (egm) however, not oversensed by the device. Ts discussed troubleshooting options with the health care professional (hcp). The rv lead remains in service. No adverse patient effects were reported.